Event description:
Moderate buckling identified inside the inner tubing at the biopsy port. All egd scopes in this organization were reviewed as a precautionary measure after severe folding was found in the working channel of one olympus egd scope. Scope was sent to manufacturer for repair 02.15.2019.